Event description:
During the implant procedure, a vein was obstructing the hypoglossal nerve and the physician trifurcated the vein. Patient experienced bleeding. Physician ligated and used 5 clips to stop the bleeding. Physician completed the procedure without further issue, left one clip on the vein, and closed.